Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 500 mg/dl, and he was treated with the insulin pump. The customer stated that he experienced vomiting before his admission. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found battery alarms, no delivery, and auto off alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. The customer mentioned that the cannula was removed, and it was crimped, but the device did not alarm. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.